Event description:
It was reported that the patient experienced an allergic reaction. The physician did not know what caused the reaction. The device was removed and there have been no reports of further complications regarding this event.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.